Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received three power error 25 alarms over the past three days. Customer's blood glucose value was 6.1mmol/l. During call customer received change battery now alarm despite having changed battery less than 24 hours ago. Would not take the first two batteries inserted but alarmed for failed battery test. Insulin pump will not be returned for analysis.